Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated their blood glucose was 168 mg/dl in the morning. Customer reported experiencing high blood glucose for the past two days. It was also reported the customer had issues with their infusion sets not sticking. The customer declined to troubleshoot because they were at work. The insulin pump will not be returned or analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.